Event description:
The disposable loading unit was used with instrument during an unspecified procedure. Reportedly, the instrument jammed in the closed position and the surgeon cut the suture and the needle disengaged. He was unable to locate the needle.